Event description:
The issue occurred in a system 2000, a bath sys for assisted bathing and it was reported that: "found tub in highest position. Turned power on to tub, can heard hydraulic pump running. Shut off power tub. Checked push buttons and electrical switches on panel, no issues. Checked power board, turned power back on, tapped relays on board, hydraulic pump stopped running. Lowered tub, tried up button again and the relay did not release when I released the button. Replaced pcb, tested, no issues. No injuries were reported due to this issue." Ref #9611530-2013-00083.